Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The f38 alarm was verified in the alarm history review. The device was visually inspected and functionally tested. The cause of the alarm was determined to be due to damaged force sensing resistors captured as adcc force sensing resistors-inoperative/defective. The force sensing resistors were replaced to resolve the reported issue. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.